Event description:
During ultrasound guided angiography of right common femoral artery, the device did not work correctly. No other information regarding the device is available. The patient's procedure was completed without harm to the patient.